Event description:
It was reported that the patient received inappropriate therapy for atrial fibrillation with rapid ventricular response. Upon review of egm, the arrhythmia was initially properly diagnosed, however due to programming the atrial fibrillation was undersensed leading to the therapy being delivered. Programming changes were recommended.

Manufacturer narrative:
.